Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to further investigate the reported event. The fse was able to confirm the reported event by reviewing the error log. The fse reproduced the error message by running a b/f probe prime wash. The fse proceeded to replace the b/f probe 1. The aia-900 instrument was validated by running quality controls (qc), which recovered within acceptable range. No further action was required. The customer called the following day reporting that error message "2240 bf probe 2 purge failure" was being generated by the aia-900 instrument. A field service engineer arrived at the customer site to address the reported event. The fse was getting error message "2076 clogging detected at specimen" when running qc. The fse was able to confirm the reported error message in the error log. The fse reproduced the error message by running qc. The fse found bent b/f probe tips. The fse proceeded to remove the bent b/f probe tips. The aia-900 instrument was validated by running customer-prepared qc, which recovered within required specifications. The aia-900 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 29-apr-2018 through aware date 29-may-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure. Cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. [2076] clogging detected at specimen. Cause: the negative pressure generated by suction of a [rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported event was due to a broken wire in the b/f probe 1 and bent b/f probe tips.

Event description:
A customer reported getting error message "2239 b/f probe 1 purge failure" followed by a wu flag with the aia-900 instrument. The customer cleaned and replaced the b/f probe tip and proceeded to prime, but the error persisted. Quality controls were within acceptable range and the wash lines seemed to have enough reagent. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient results for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.